Event description:
Pump (B)(4). Approximately 130 ml left in bag, patient return with the bag reading empty and almost half the bag actually left to infuse. The customer will be returning the pump. Patients infusion was delayed. No additional information available.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.